Event description:
This report for an unknown 4.5mm variable angle locking condyer plate right va lcp broke inside the patient and was removed without issue on (B)(6) 2013. The patients right knee was converted to a total arthroplasty. Method of plate breaking is unknown. The plate was originally implanted on an unknown day in (B)(6) 2010. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Additional product code for this report includes hrs and hwc. Actual implant date is unknown, however it was reported that the device was implanted in (B)(6) 2010.